Manufacturer narrative:
The customer¿s report that the tubing separated below the drip chamber was confirmed. During inspection, the vinyl tubing was found completely separated from the drip chamber. Functional testing was not performed because of the separation. Inspection of the pvc tubing under magnification confirmed an absence of bonding solvent at the tubing-to-drip chamber engagement. A dimensional analysis was performed on the vinyl tubing; the tubing was within specification. The cause of the tubing separating from the drip chamber was a manufacturing related issue.

Event description:
The customer reported that the IV set separated from the drip chamber during an infusion of tylenol. There was no patient harm.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that an infusion of IV tylenol was noted to have separated at the drip chamber while connected to a patient. There was no patient harm.